Event description:
It has been reported to philips that, system was not booting. System was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. The fse examined the system and determined that the frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The issue had reoccurred in the tw pr ID (B)(6), after 5 days. To resolve the issue in the tw pr ID (B)(6), the fse went onsite and replaced the flexvision pc and reloaded the software. After replacement and software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.